Manufacturer narrative:
Device passed the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The p-cap or reservoir locked in place properly during testing. Device received with cracked case at the reservoir tube window corners and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received unexplained no delivery alerts and scratches on the screen that get in was of viewing. The customer's blood glucose level was unknown. The device will not be returned for analysis.